Manufacturer narrative:
Codes update needed.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
Codes updated.

Event description:
Imdrf codes must be updated.

Event description:
Material # 305950 batch # unknown it was reported that the bd safetyglide had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached I understand our previous incident reports have been closed via the closure letter we received via email. However, we continue to receive defected products. This has been an ongoing issue, as I'm sure you are aware, for well over a year now. Multiple lot number have been affected. It is important to us that we continue to track and let you know. Not only for patient safety reasons but also because we are paying for a product that we are not able to use. Patients have also lost doses of their extract, that we have to replace. Are quality checks being done on syringes prior to packaging? Is bd offering any refunds for the defected products purchased? As I mentioned, we continue to receive multiple defected product of bent needle tips, debris on needle, entire syringe (plastic) broken, curved. Lot numbers: 3131648 3256239 3289429 4005020 any information or updates you can share on this matter would be greatly appreciated.

Manufacturer narrative:
.The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.